Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. A deep scratch is observed on the anterior side of the optic with loose lens material. Lens bench could not be conducted due to extensive damage. The customer indicated the use of a qualified cartridge and unspecified handpiece. The customer indicated the use of a viscoelastic, which is not qualified for cartridge use. The product investigation could not identify a root cause. Information was received that the clinical reason for the explant was "wrong power". The iol was an 18.5 diopter lens was replaced with a 17.5 diopter lens. No information was given if the issue was with a pre calculation or the lens itself. Lens bench could not be conducted due to extensive damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the operating room lead surgical technician indicating that the iol was exchanged for a 1 diopter difference in power.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room lead reported that approximately two months following an intraocular lens (iol) implant procedure, the iol was exchanged for a different model. The clinical reason reported for the exchange was "wrong power". Additional information has been requested.